Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm. Customer stated that they were unable to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The device will not be returned for analysis.